Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with scratched lcd window, cracked case on display window corners, cracked on reservoir tube lip, cracked reservoir tube window through reservoir tube, broken battery tube threads and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 465 mg/dl. The customer treated with a manual injection. The customer stated that there was also a crack on the screen of the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was unable to check the alarm history because the pump was stuck in rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.